Manufacturer narrative:
A CAPA has been opened to investigate this failure mode.

Event description:
On 07/03/2024, zyno medical llc received a report that the device was reported to have failed "30 psi value" calibration test under required parameters.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, this event has been deemed not reportable and not a complaint. The reported hex file request does not represent a device failure and does not meet the criteria for a complaint. There is no evidence of device malfunction, and no change in device values was observed. This event is classified as a service request. Reference to complaint # (B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, the failure value is unknown. A review of the device's serial number history revealed four prior similar complaints. The failure mode was confirmed, and the cause was determined to be an out-of-calibration condition. Recalibration successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).